Event description:
The customer called to report that they were receiving a button error alarm on their insulin pump. The customer's blood glucose level was 112 mg/dl. We explained to the customer to discontinue use of the pump and to revert to a back up plan. We encouraged the customer in verbal and written form to return the broken pump for analysis. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.